Event description:
The customer reported that "according to the nurse, on (B)(6) 2015 approximately in the early afternoon, the patient's spo2 decreased but the mp50 monitor did not trigger a low yellow alarm. No alarm audio or visual alarms triggered". No patient harm was reported.

Event description:
It was reported that "according to the nurse, on (B)(6) 2015 approximately in the early afternoon, the patient's spo2 decreased but the mp50 monitor did not trigger a low yellow alarm. No alarm audio or visual alarms triggered." The device was used for monitoring at the time of the alleged malfunction. The patient survived without any reported injury.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.